Manufacturer narrative:
Device eval anticipated, waiting for the return of the unit. Cannot draw any conclusions at this time.

Event description:
The end user alleges, he was driving the unit on a flat concrete surface, when he made a turn the unit tipped over. The end user sustained scrapes to his forehead, left knee and right arm and was hospitalized for three days.